Event description:
It was reported that during a laparoscopic low anterior resection procedure, while operation goes on surgeon realizes after a while the shear does not cut properly. He asks for a replacement. After replacing the shear with a new one the surgeon completes the operation. While the surgeon removes the specimen from the patient's body he observes a white plastic particle stuck on the specimen. After checking this white particle he figures out that this is the white pad of the inactive blade. The white pad is included to the package for observation. Procedure prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.